Event description:
The user facility reported that they experienced a total loss of image during a procedure. The procedure was aborted, and there was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation revealed that the image is within specification. The bending section was noted to be damaged and insertion tube was severely damaged. The user facility requested that the device be returned unrepaired. The cause of the user's experience could not be determined, and the users have reported no recurrence of the difficulty. This report is being filed as an MDR in an excess of caution.